Manufacturer narrative:
Product complaint #(B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the hydraulic pump revealed that hose connecting the hydraulic cylinder and the rectus connector are intact. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection were detected. Functional analysis of the hydraulic pump revealed no difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection. Functional analysis of the hydraulic pump revealed that handle was not jammed and was functioning as intended as evidenced from free movement of the plunger inside the tube. No particular failure mode can be replicated using the returned samples. However, the cement solidified around the mouth of the reservoir is sufficient evidence to confirm leakage around the mouth of reservoir. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the confidence kit leaking cannot be determined from the sample and the information provided. A potential root cause cannot be directly determined using the samples available as no particular product failures could be replicated and confirmed during the course of this investigation using the returned samples and information. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via medwatch from FDA, after cement was mixed in unit, prior to installing through needle in vertebrae, the delivery device appeared to be cracked and the cement was leaking around the housing. Kit aborted and new vertebroplasty kit opened to complete procedure. Procedure completed without incident or harm to patient or operator.